Event description:
Reporter stated that a pt's capillary blood glucose was measured, using the suspect device, with a result of 374 mg/dl. Pt's blood glucose was immediately retested, on a different device, with a result of 131 mg/dl. Reporter noted that pt's therapy was not modified based on these results. No pt injury was reported. Qc testing had reportedly been performed on the suspect product and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.